Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: a 6fr procedure sheath was used and a pre deployment angiogram was completed. The angio-seal arteriotomy locator and sheath did not snap together. After attempting to deploy the 6fr angio-seal and pulling back, the whole system came out of the vessel. There was no reported issue upon insertion of the device. The locator was successfully inserted and locked into place. An audible click was heard upon mating, and tactile feedback was noted. The user was able to mate the locator with the hub after several attempts, with an estimated 1-2 attempts made. The locator did not separate after mating and remained stable in the hub. It was determined that the angio-seal device deployed within the sheath, and not in the vessel. Manual pressure was held and there was no harm to the patient, the patient remained in stable condition. The procedure performed was a coronary angiogram, and no blood loss was reported.